Manufacturer narrative:
Additional information was received that the patient was experiencing pain and discomfort due to a protrusion at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein ipg will be relocated for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein ipg will be relocated for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein ipg will be relocated for unknown reason.